Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had a calcoding issue. The patient tests her blood glucose 4 times a day. She manages her diabetes with sliding-scale novolog insulin based on her meter readings. The patient stated that she first noticed the alleged issue on (B)(6) 2009 and that the issue was intermittent. The patient claimed that the meter would not keep the code that she set it to. For example, after setting the meter to code 25, she claimed that the device would revert to code 11 during subsequent testing. The patient noticed that the meter would be set to code 11 although she denied ever changing the code from 25. As a result of the meter reverting to code 11, the patient claimed that she was probably getting inaccurate readings. In one case, the patient stated that she got an unspecified meter reading and took an unknown sliding-scale dose of novolog insulin based on the result. About 30 minutes later, the patient stated that she crumpled to the floor feeling sweaty, shaky, and weak. The patient alleged that her son had to pick her up from the floor and treat her with orange juice. The patient denied testing her blood glucose while feeling symptomatic. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.